Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. There was no reported impact to customer's blood glucose. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
On november 25th, 2022, additional information was received that further troubleshooting was performed and it was found that the pump was functioning as when a new cartridge was loaded.